Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reports falsely elevated multigent enzymatic creatinine assay results being generated on an architect c16000 analyzer. The following was reported for two separate samples from the same patient: sample (B)(6) ((B)(6) 2017) an initial result of 230.70 umol/l that retested at 99.36, 100.65 and 103.89 umol/l on two separate architect c16000 analyzers. Sample (B)(6) ((B)(6) 2017) an initial result of 161.32 umol/l that retested at 103.53 and 100.26 umol/l on two separate architect c16000 analyzers. There is no impact to patient management reported. The customer uses a normal reference range of 0-85 umol/l for females and 0-110 umol/l for males (the customer did not provide the sex of the patient involved in this issue).

Manufacturer narrative:
Abbott customer support reviewed the instrument logs for the architect c16000 analyzer and observed that the reaction graphs were different at approximately the time when multigent enzymatic creatinine reagent 2 was added. Customer support advised the customer to recalibrate the r2 probe and rebuild the r2 syringe. The customer performed these troubleshooting actions and did not experience any further issues. Subsequent instrument operations and test results were acceptable. The architect c 16000 analyzer, serial number (B)(4), service history was reviewed and did not identify any contributing factors on or around the date of the customer issue. A review of complaint tracking and trending metrics was performed and identified no adverse or non-statistical trends in conjunction with the complaint issue currently under evaluation. No non-conformances were identified associated with the customer observations. There were no returns made available from the customer site. The architect system operations manual and the architect c16000 system and support manual provide information to address the current customer issue. Abbott customer support considered the following replaced parts along with the calibrated reagent 2 probe as the likely causes of the customer issue: reagent probe r1a, r2b (l) (list number 09d48-02), reagent syringe o-ring (ln 09d53-02), reagent syringe seal tip no. 1 (ln 09d39-02) and the reagent syringe seal tip no. 2 (ln 09d40-02). Based on the results of this evaluation and the information from the customer site, no systemic issue or product deficiency was identified.